Manufacturer narrative:
Image review: four static images and three media files were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. An image of the non-medtronic guidewire used in the procedure was provided, taurusexplora guidewire. Of note, compatible wires include medtronic confida¿ guidewire, boston scientific safari2¿* guidewire, and cook lunderquist¿* extra-stiff guidewire. Assuming proper position of the reference pigtail catheter, during valve final release, depth on the non-coronary cusp was approximately 0mm in a cusp overlap view. Depth on the left coronary cusp is unknown. Evidence shows that sometime after release, the valve dislodged ventricular, and an angiogram confirmed significant aortic regurgitation/paravalvular leak. The dislodgement event was not captured for review thus it is not possible to validate the cause of the dislodgement. Subsequently, a second valve was implanted. It was reported that hypotension occurred after the second valve implant and subsequently the patient was converted to surgery and the two valves were explanted. It was also reported that during surgery, a left ventricular perforation was noted. Of note, as listed in the instructions for use, potential risks associated with the implantation of the corevalve¿ evolut¿ pro bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name enveo pro delivery system; product ID envpro-16-us (lot: 0012402696); product type: 0195-heart valves; implant date: non- implantable device other medical products in use during the event include: product ID l-envpro-16-us (lot: 0012338863); product type: 0195-heart valves. Non-implantable device product ID evolutpro-29-us (B)(6), product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Product ID envpro-16-us (lot: 0012402696); product type: 0195-heart valves. Non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, following the valve implant and upon withdrawal of the delivery catheter system, the valve dislodged down and became stuck in the patient's native aortic valve ring. A large amount of regurgitation was observed via angiography. A second valve was implanted; however, during the implant of the second valve, the patient's blood pressure dropped. Subsequently, surgical intervention was performed. Upon opening the chest, a left ventricle perforation was confirmed. The two medtronic valves were explanted and replaced with a surgical valve, and suturing of the ventricle was performed.

Event description:
Additional information was received that the cuspal overlap technique was used during the valve implant, and slow deployment was followed. Prior to withdrawing the dcs, the nose cone was centered within the frame inflow. The dcs was not twisted or torqued at any point during the deployment. Per the physician, the valve was not fixed in place, which caused the dislodgement, along with resistance noted during the withdrawal of the dcs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Product ID: peijia taurusexplora small curved guidewire (non-medtronic device); lot #: unknown updated data: b5. Second paragraph added h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, following the valve implant and upon withdrawal of the delivery catheter system (dcs), the valve dislodged down and became stuck in the patient's native aortic valve ring. A large amount of regurgitation was observed via angiography. A second valve was implanted; however, during the implant of the second valve, the patient's blood pressure dropped. Subsequently, surgical intervention was performed. Upon opening the chest, a left ventricle perforation was confirmed. The two medtronic valves were explanted and replaced with a surgical valve, and suturing of the ventricle was performed. Additional information was received that a pre-implant balloon dilation was not performed. Per the physician, the dcs caused the dislodgement of the first valve. Severe paravalvular leak occurred. Additionally, the physician noted that the non-medtronic guidewire used possibly moved forward at the same time the second dcs was advanced, causing the left ventricular injury. Neither the first nor the second dcs caused or contributed to the ventricular injury.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.